Event description:
It was reported that a patient death occurred. The target lesion was extremely calcified left main (lm) and circumflex (cx). A 3.50 x 24mm synergy megatron was selected for use. The target lesion predilated with a size matched nc balloon, however the catheter was unable to be pass through the lesion. The procedure was completed with a different device. The patient was in advanced life support (als) for 40 minutes. Despite the fact that the team did their best to help the patient, the patient passed away due to malignant ventricular disorders.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 x 24mm synergy megatron stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. There was no stent was attached to the device; the stent was correctly delivered. There were no issues noted on the shaft. A visual and tactile examination of the outer and mid-shaft section and the inner lumen found no issues. The balloon was subjected to positive pressure and was in a deflated state. The bumper tip showed signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a patient death occurred. The target lesion was extremely calcified left main (lm) and circumflex (cx). A 3.50 x 24mm synergy megatron was selected for use. The target lesion predilated with a size matched nc balloon, however the catheter was unable to be pass through the lesion. The procedure was completed with a different device. The patient was in advanced life support (als) for 40 minutes. Despite the fact that the team did their best to help the patient, the patient passed away due to malignant ventricular disorders.